Event description:
It was reported that a novalung console displayed errors 206 and 208 during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The flow was only displaying intermittently. The alarms occurred about four days after the start of therapy. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The flow was monitored via another console (a cardiohelp) until the xenios console was replaced. The reported issue did not result in any patient injury, blood loss, or the need for medical intervention. The sensor box was reportedly available for evaluation. The serial number of the sensor box is (B)(6).

Manufacturer narrative:
Plant investigation: the sensor box was returned for investigation. The cables and filter were confirmed to be installed correctly, and the orientation of the connections were conforming to specifications. During examination of the sensor box, no #206 or #208 alarms occurred. The sensor box functioned correctly. However, the connector p102 and x11 were soiled. No increased voltage drop was noticed during examination. The failure could not be reproduced. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The error occurrence is a known failure pattern. The console alarms indicate that communication between the flow sensor and sensor box is interrupted. This is most likely due to a fault in the power supply to a circuit board within the sensor box. A CAPA was opened to address the failure pattern.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console displayed errors 206 and 208 during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The flow was only displaying intermittently. The alarms occurred about four days after the start of therapy. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The flow was monitored via another console (a cardiohelp) until the xenios console was replaced. The reported issue did not result in any patient injury, blood loss, or the need for medical intervention. The sensor box was reportedly available for evaluation. The serial number of the sensor box is (B)(6).